Event description:
It was reported that this inflatable penile prosthesis would not inflate fully. The device appeared to be undersized. The device was removed and changed from 18cm to 18+3cm. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.